Manufacturer narrative:
Evaluation: results: force used, failure to deliver stent and stent deformation, patient lesion morphology, calcification and 90% stenosis present, device or procedural images not provided for review. Evaluation: conclusion: force used, patient lesion morphology, calcification and 90% stenosis present, failure to deliver stent and stent deformation, device or procedural images not provided for review. (B)(4).

Event description:
It was report that a physician was attempting to deploy an endeavor sprint rx drug eluting stent to treat a lesion located in the lmca with moderate calcification and 90% stenosis. The vessel was pre-dilated; however, the endeavor sprint stent could not pass the lesion. Force was required to advance/remove the device to/from target lesion. As the device was being removed from the patient the stent slipped off the balloon and dislodged and stuck in the coronary artery. The dislodged stent was snared successfully and the lesion was further pre dilated. Another endeavor sprint stent was then used and it was reported that this stent couldn¿t pass the lesion and when it was removed from the patient the stent was noted to be damaged. The procedure was completely via angioplasty. No other clinical sequelae were reported.